Event description:
During an event when the physician tried to push the matrix extra firm-2d coil into the microcatheter, felt serious resistance. After pulling back the unit, it was stretched. No complications with the pt were reported as a result of this event.